Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 24-apr-2023. H6: investigation summary: one sample was received and tested by our quality engineering team. The separation described by customer was immediately noticed between the last smartsite and tubing- verifying the complaint. The tubing was analyzed under high power digital microscope and there was a lack of solvent noticed. After contacting the manufacturing plant, the root cause has been determined to be improper use of assembly equipment at the station where tubing and smartsite are joined- leading to an insufficient amount of solvent (glue) being applied. A device history record review for model 2420-0007 lot number 22105672 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing separated from the connector. There was no report of patient impact. The following information was provided by the initial reporter: the issue was the pump segment/tubing detached from the bottom y-site during patient care. Fortunately, this tubing was not used for chemo and there was no chemo spill. Normal saline was used with this tubing.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing separated from the connector. There was no report of patient impact. The following information was provided by the initial reporter: the issue was the pump segment tubing detached from the bottom y-site during patient care. Fortunately, this tubing was not used for chemo and there was no chemo spill. Normal saline was used with this tubing.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.